Event description:
We have had multiple instances of the following issues: controls on lcd screen freeze, have to re-start multiple times. Machine freezes while taking photos. Machine not updating with patient information. Image going black when there is a needle in patients' necks. No sound when the machine is plugged into computer. Of note: our biomedical department has noted that the company mentioned having "bugs" in the system. Manufacturer response for ultrasound machine, sonosite lx ultrasound system (per site reporter). Not responsive.